Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2011, the patient presented with unstable angina and silent ischemia and was referred for cardiac catheterization which revealed an in-stent restenotic long lesion located in the left main coronary artery (lmca) extending to the proximal left anterior descending artery (lad) with 95% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with predilatation and placement of a 20mm x 3.50mm taxus¿ element¿ drug eluting stent. Following post-dilatation, using a kissing balloon technique, residual stenosis was 0%. Nine days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient suffered intense pain in the right shoulder, which was diagnosed as tendinitis. Later, the patient suffered dyspnea and increased pain. On the same day, the patient died. The cause of death is unknown.

Manufacturer narrative:
Date of birth: (B)(6) 1939. Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).